Manufacturer narrative:
The device was returned for analysis. Failure to achieve hemostasis could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported kink was confirmed as a bend. The reported foot and guide separations were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, during the procedure the prostyle device (at the part between the metal guide and black sheath) became kinked. There was no resistance noted during the procedure. The device was removed as one unit which is when the kink was noted. Hemostasis was achieved via surgical intervention. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR, additional information was obtained by the account: the account confirmed that the prostyle was deployed without issue (all 4 steps were performed), but hemostasis was still not achieved. Therefore surgical intervention was performed to complete and successfully achieve hemostasis. The kink was noted when the device was removed from the anatomy. The maximum sheath size used for the procedure was 14f sheath. Additionally, the account confirmed that although all 4 steps of deployment were performed without issues, it was noted at some point in the procedure (unknown when during the procedure), that the foot and guide separated in two pieces. These separated portions were removed surgically and disposed of. Nothing remains in the anatomy.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, during the procedure the prostyle device (at the part between the metal guide and black sheath) became kinked. There was no resistance noted during the procedure. The device was removed as one unit which is when the kink was noted. Hemostasis was achieved via surgical intervention. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.